Event description:
The customer alleges that the new design star lumen tubing doesn't fit as tight/firmly as the prior smooth bore model. During use in a bariatric chamber when the mask was tugged the line came off. No patient injury. Had to stop therapy and reconnect.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was received, however, the evaluation was not complete at the time of this report. A follow-up report will be submitted upon completion of the investigation.